Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and the high voltage cable were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor was black and would not display an image. No pt injury was reported.